Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows housing was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the bellows housing detaching from the unit and loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.